Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-08442. It was reported the pt was experiencing discomfort from his scs system stimulation as it was increasing by itself leading to overstimulation. An sjm rep met with the pt for system diagnostics and confirmed both low and invalid impedance readings were present. Add'l info received identified the pt's entire scs system was explanted (B)(6) 2014.